Manufacturer narrative:
The olympus service requested customer to test with the second camera first and if issue would not resolve, should return the subject device for repair. To date, the device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. D8 of this report was inadvertently selected.

Event description:
The customer reported to olympus, during an unknown procedure the camera head did not make contact with processor and error e226 occurred. The customer cleaned the connections, but not tested with the second camera. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: g2 add health care professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use in "instruction manual otv-s300, chapter 10 troubleshooting, 10.2 troubleshooting guide." Olympus will continue to monitor field performance for this device.